Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2018 when battery was dying patient had to go with a specific doctor in pain management group, and he had to use an abbott battery, and they had to use a fixed-piggyback to connect the medtronic leads to the abbott battery, and the abbott rep had told me then that I had 5 areas in my leads that weren't working, this was maybe a month or so ago" (2021). The patient was redirected to their healthcare provider to further address the issue. Pt says they spoke with surgeon and they said "well you probably shouldn't have an abbott battery with medtronic leads". Pt said they scheduled the surgery and on tuesday before the implant surgery the dr asked if "I like the pain coverage I get currently and I said yes, so they didn't want to do anything with the leads so we don't mess up the coverage, but I did want the MRI compatible leads but the dr said lets just go in there and see what's going on, and if the leads you have in are ok we will just put a battery in so it doesn't change my pain coverage". Pt says during the implant surgery they found one lead wasn't working so they took one lead out and left one in. Pt says because of the "fixed piggyback" they used for the abbott battery, they had to move the ins "up to the middle of my back". Pt says "there is no give now because they had to connect it directly to the leads".   Event regarding lead issues captured in (B)(4), event regarding discomfort, stimulation turning off captured in (B)(4).